Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit has no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the heat exchanger had a small hole worn in it causing the noise and yellow light, which confirmed the original complaint issue. However, there was no indication that there was a failure of the alarms to function.

Event description:
The provider states they were testing the unit. She states the unit is noisy and after 4-5 minutes the unit yellow light comes on, but no alarm.